Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported before use of the syringe safety 5ml ll 22x1 an curitiba the barrel of the syringe was damaged inside the unopened package. The following information was provided by the initial reporter, translated from portuguese to english: syringe in closed package, but with the barrel damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use of the syringe safety 5ml ll 22x1 an curitiba the barrel of the syringe was damaged inside the unopened package. The following information was provided by the initial reporter, translated from portuguese to english: syringe in closed package, but with the barrel damaged.